Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content measured in the platelet product. The patient identifier and age are not available at this time. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.